Event description:
Patient being moved to table for procedure was secured with alimed toboggan curved large arm boards on both sides. Arm board on right side broke causing patient to fall from table on her side.